Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the unit involved with this complaint, however, the device evaluation is still in progress and has not been completed. A follow-up MDR will be submitted once the device evaluation has been completed or if additional information is received. The complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the left eye of the surgeon side console (ssc) had no video. The customer had attempted troubleshooting but the issue persisted with color bars in the right eye only. The customer confirmed that the surgeon continued the procedure with video in the right only. The procedure was completed with no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) contacted the isi clinical territory associate (cta) and obtained the following additional information: the cta was onsite and attempted to troubleshoot with an isi technical support engineer (tse) to recover the system but was not successful. The customer made the decision to complete the procedure with the use of a second ssc. An isi field service engineer (fse) was dispatched to the facility and was able to reproduce the reported failure. To resolve the issue, the fse replaced the high resolution stereo viewer (hrsv). The hrsv is located on the surgeon side console and provides the 3d image captured from the endoscope inserted in the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has completed the device evaluation for the high resolution stereo viewer (hrsv). Failure analysis confirmed the customer reported failure mode. The hrsv did not turn on due to the integrated chip on the main board having a defect.